Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the implantable neurostimulator (ins) had slipped in the pocket. On (B)(6) 2018, notes referenced that the ins slipped down 2 inches, and on (B)(6) 2018, notes referenced that the ins slipped down 4 inches and was pulling on the "wires." No symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the ins slipping in the pocket was unknown. The actions/interventions for resolving the issue was unknown. The resolution was also unknown. An MRI was done on 2018-(B)(6) and with the images, it was confirmed that there was no lead migration. The patient weight was unknown. No further complications were reported as a result of this event.